Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure.

Event description:
The patient presented to the ER for inappropriate shocks. A chest x-ray showed the rv lead had dislodged. The lead was explanted.